Manufacturer narrative:
Manufacturer's report date: (B)(4) 2011. (B)(4). The affected set is expected to be returned for investigation but has not yet been received. A follow up report will be submitted once the device has been received and investigated or additional information is obtained.

Event description:
Customer reported tpn found squirting out of tubing at part where it goes into pump (top blue portion) on unit 4tn; infusion stopped. Tubing was loaded correctly. Patient has been known to pull at lines. No patient or user harm reported. Customer stated no further patient event information is available.